Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin exiting the infusion set tubing was "squishy". Customer's blood glucose was approximately 200 mg/dl. A supply change was performed to resolve the issue.